Manufacturer narrative:
(B)(4). Device will not be returned for eval.

Event description:
It was reported per field service report: pump on pt: symptom - unit lost signals while on pt. Findings/actions taken: was unable to duplicate complaint. Performed functional testing of high and low level connections using customer cables with no faults found. Unit passed electrical safety test using customers cables. Unit passed functional checkout.